Manufacturer narrative:
The investigation of positioning issues has been completed. The complaint device not returned for analyzing. Clinical stated: while exchanging the sheath, the catheter came back across the valve. The repo sheath was in and physician elected to advance wirelessly. The cannula kinked and physician elected to replace pump. Positioning issues: the root cause of the positioning issue most likely was wireless re-access due to improper technique. The impella device is not indicated for wireless re-access per instructions for use. Failure mode: product damage- cannula kink added since it occurred during reported positioning issue. Product damaged (cannula kink): the cause of the product damaged (cannula kink) was cannula kink due to improper technique. The impella device is not indicated for wireless re-access per instructions for use.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the 63 year old male patient had an attempted impella cp implant and the catheter came back across the valve. The repo sheath was in and the doctor elected to advance wirelessly. The cannula kinked and the doctor elected to replace pump. The patient survived the procedure.